Manufacturer narrative:
Concomitant medical products: 5092-52 lead was implanted on (B)(6) 2012. Evolutpro-23-us transcatheter valve was implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome, loss of atrial kick caused patient to feel fatigue. It was further reported that the right atrial (ra) lead was fractured and exhibited high thresholds on trend, loss of capture as well as an impedance warning for high impedance. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.